Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant and after placing this right ventricular (rv) lead on the septal wall the electrical parameters were evaluated and the pace impedance measurements were out of range when the lead was tested with the pacing system analyzer (psa). The rv lead was connected to the device and values were still out of range. This rv lead was replaced along with the pacemaker. The lead will be returned while the pacemaker will not be returned. No adverse patient effects were reported.